Event description:
A medtronic ent rep reported that after a number of attempts, tracer registration technique passed but was 1 cm inaccurate. The pointmerge registration technique was attempted and only 3.3 mm predicted accuracy was obtained. It is unclear what direction the initial inaccuracy was in and whether or not the green sphere of accuracy, after pointmerge, encompassed the effected anatomy. The surgeon opted to continue the surgery without navigation. There was no impact to the pt's outcome reported.

Manufacturer narrative:
The site refused to provide the pt demographic info. Software eval results are not available at the time of this report.